Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had constant hardware failures. A field service engineer powered down the device to replace the drawer board; however, the issue triggered an error that prevented the application from opening and the firmware from loading onto the board, replaced the controller board and rebooted the system to configure the drawer on the station, verified that the half-height cubie drawer was fully operational, completed recovery and inventory successfully, and no further issues were observed with the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary c-0 drawer 3 experienced constant hardware failures. Attempts to recover the drawer were made; however, the issue recurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.